Event description:
It was reported to philips that the device displayed an asystole error message while being used to monitor a patient. The patient involved was reported to have not experienced harm or adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death.